Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, device received stuck in the motor error loop during bolus / basal delivery due to encoder signal out of phase. E70 error alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. Unable to perform occlusion test and excessive no delivery test due to motor error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor error occurred during bolus. Customer's blood glucose level was unknown. Customer reported that drive support cap was not damaged. Customer reported that the motor position encoder error in history. Customer reported that the insulin pump exposed to high magnetic field. The insulin pump will be returned for analysis.